Event description:
The manufacturer was contacted in reference to a dreamstation 2 device. The manufacturer received information alleging the device smoking and displaying a service required message. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.